Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced an unexpected postoperative refraction with astigmatism. The surgeon reported the lens calculation and "everything else related to the lens" was done as usual and the surgery went very well. He reported the calculator indicated the residual astigmatism was supposed to be 0.21 diopters. He reported postoperatively, the patient had 2.5 diopters of astigmatism, an increase from the preoperative astigmatism. Additional information has been requested.